Event description:
It was reported that the customer experienced repeated occlusion alarms. There was no adverse impact to the customer's blood glucose level. Due to the persistence of the occlusion problems, tandem customer support decided to replace the pump to ensure customer satisfaction and avoid interruption in insulin delivery. The customer reverted to manual dose injections for insulin therapy.